Manufacturer narrative:
(B)(4).

Event description:
It was reported high impedances were observed on the left ventricle lead. Programming was performed using right ventricle lead. Patient is to be reviewed as a next course of action. No adverse patient consequences were reported.